Event description:
It is reported that a customer received an alarm on their insulin pump. The patient's blood glucose level was 138 mg/dl at the time of the call. The customer stated that sensor does not detect the reservoir. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed noted during basic occlusion test due to protruded and loose drive support disk. The insulin pump had a cracked battery tube threads, cracked reservoir tube lip and minor scratches on lcd window.